Manufacturer narrative:
The technician found the brake caster was broken. Technician replaced the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake would not hold. No pt impact.